Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation; conclusion: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vent valve is leaking from top of valve. Blood loss of 3-5cc; product was not changed out; procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 14, 2017. The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Visual inspection was performed on the returned sample, during which dried blood was noted within the sample, but no anomalies were noted anywhere on the device. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was manually run through each of those tests. The returned sample passed all leak tests and met all specifications. The reported event was not able to be replicated; therefore, the complaint was not confirmed and a definitive root cause was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.